Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime/fill, rewind anomalies were noted during testing. (B)(4).

Manufacturer narrative:
The customer's weight information was not provide with the initial report. The updated information has been included with this report. (B)(4).

Event description:
It was stated that the customer's weight was (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 20 mg/dl at the time of the incident. The customer declined troubleshooting for low blood glucose. The customer was treated with food. It was unknown that auto mode feature was active or not at the time of event.the device will not be returned for analysis.